Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an unspecified procedure, shaft break and catheter entrapment on guide wire occurred. The target lesion was located in an unspecified vessel. A 20mm x 3.00mm nc quantum apex balloon catheter was selected and advanced to treat the lesion. However, during the procedure the device broke and stuck on the wire.

Manufacturer narrative:
Correction: device lot number: from 15951011 to 16178345. Device expiration date: from 03/13/2016 to 06/17/2016. Device manufactured date: from 03/15/2013 to 06/19/2013. The nc quantum apex catheter was received inside a nc quantum apex product pouch. The batch number on the returned product pouch matched the batch number on the device. There was a non-bsc guidewire lodged inside the wire lumen. The tip was damaged. There was a partial circumferential balloon tear 2mm from the distal end of the distal markerband. There was a longitudinal tear connected to the partial circumferential tear. The inner shaft was buckled on both ends of the distal markerband and 2-3mm from the bi-component weld. The guidewire was protruding 169cm from the distal tip. The outer diameter of the wire is consistent with the guidewire. The inner and outer shafts were detached at the guidewire exit notch. The shaft fracture faces were jagged and stretched, which suggests that the separation may be related to tensile overload. Magnified inspection of the shaft fracture surfaces presented no evidence of any material or manufacturing deficiencies contributing to the separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an unspecified procedure, shaft break and catheter entrapment on guide wire occurred. The target lesion was located in an unspecified vessel. A 20mm x 3.00mm nc quantum apex balloon catheter was selected and advanced to treat the lesion. However, during the procedure the device broke and stuck on the wire.